Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, noticed a central scratch on side of the lens. A long attempt was made to remove the mark with the polymer ia (aspiration irrigation) tip and was not succeeded. The lens was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on lens; therefore, the condition of the product could not be verified. A device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.